Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities, and there was no blood present. A functional gas flow test was performed using a regulated source of co2 and a saline bag. The device was found to be within output specifications but it was observed that the co2 was backing up into the saline tubing, causing the saline bag to enlarge. Based upon the findings above, the reported complaint was confirmed. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the cb-1000 blower mister would not work, when it was hooked up nothing was coming out. A replacement unit was used to complete the procedure. There were no pt effects. The product is returning.